Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) the patient was unable to connect ipg with the ipod programmer. Troubleshooting was tried using multiple ipod programmer to no avail. Next course of action is unknown at this time.